Event description:
Procedure: lumbar fusion. The tips of the electrodes broke. The contact says they were using a mallet & being very forceful during the procedure so chances are the tips got hit with a device or something to that affect. The tips broke and one of the tips could not be found. They said they x-rayed patient but cannot locate the piece.